Event description:
During the supraventricular tachycardia procedure, the second electrode at the end of the catheter tip was broken during the shaping process. The catheter was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
It was confirmed the tip fracture occurred outside of the patient, when the surgeon re-shaped the catheter following removal from the patient, which is a non-reportable event.

Event description:
Additional information confirmed the tip fracture occurred outside of the patient, when the surgeon re-shaped the catheter after it has been removed from the patient.